Event description:
It was reported to medtronic minimed that the customer experienced pump error 131 and critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported a critical pump error/open book image error. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. The customer also received pump error 131 before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and pump error 131 alarm (file number: 121 line number: 643) were recorded and found in the formatted history file on 04/28/2024 10:55:04.000 and 04/28/2024 11:05:00.000. Critical pump error (open book image) alarm and pump error 131 alarm (file number: 121 line number: 643) were confirmed, suspected on hw. Please see below for pump errors/alarms noted 2 days prior to the event date 28-apr-2024 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 04/28/2024 10:56:27.000, 04/28/2024 10:58:37.000, 04/28/2024 11:09:12.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Lostsensor1alert (780) was recorded and found in the formatted history file on: 04/28/2024 01:21:00.000. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 131 (file number: 121 line number: 643). Critical pump error (open book image) alarm and pump error 131 (file number: 121 line number: 643) confirmed, suspected on medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.